Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v738951, implanted: (B)(6) 2012, product type lead; ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). The rep reported that the hcp office called them for a battery replacement and a possible lead revision. In normal device follow-up, the hcp found battery life to be ¿low¿ and electrode 2 to be greater than 4000 on all combinations involving electrode. The hcp ran impedances at 2 volts, and electrode 2 was still over 4000 on all combinations. The patient is to be scheduled for a battery replacement and possible lead revision. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the nurse stated that the cause of the low battery was from normal battery depletion. The rep stated that the cause of the high impedances is unknown. The rep noted that a replacement had not been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp), via the manufacturer¿s representative, that reported the patient went in for battery change due to normal end-of-service (eos). When the new ins was connected to the lead, all electrodes in combination with electrode 2 were reading high. It was unknown if there were any environmental/external/patient factors that may have led to the issue. As part of troubleshooting, the impedance test was run higher at 2 volts. It was reported that the issue was not resolved at the time of report. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.